Manufacturer narrative:
Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.5/+1.5/x139 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was reported as having a low vault and lens rotation. The surgeon plans to explant and exchange for a longer lens.

Manufacturer narrative:
(B)(4). Additional information was received: the lens was explanted on (B)(6) 2016 and exchanged for a longer lens which resolved the problem. On patient's last visit (B)(6) 2016, the patient's uncorrected visual acuity (ucva) was 20/20. Conclusion: review of this file indicates that the lens was not implanted in accordance with the dfu requirements patient's age below 21 or over 45 years. Device evaluation: product evaluation found that the lens was returned in liquid in the lens container, but there was clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Claim #(B)(4).